Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 cautery wouldn¿t heat. Used new kit to finish the case. Tried using different power supply and cord prior to trying new kit. Kit seemed to be the problem. Some added time to fix the problem. No added incisions. There was no harm caused to the patient, other than increased time to harvest vein due to equipment malfunction.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, e3, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 01/13/2022. An investigation was conducted on 01/27/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the harvesting device. The heater wire and clear silicone insulation of the jaws were observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. It did not produce visible steam and heat during ten (10) 3-second activations. An engineer evaluation was conducted on 01/31/2022 (see attached) with the following results: the complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c-vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position. The toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position, it was observed that heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up which is not normal. The electrical continuity of the complaint vh-4000 hemopro2 tool was tested using the complaint lab's multimeter (calibration ID# 14054). The electrical continuity of the complaint vh-4000 hemopro2 tool was tested with the toggle on the handle of the complaint device pulled back to the activation (power on) position. The result was no electrical continuity through the complaint device, which is not normal and indicates a break in the electrical circuit in the complaint device. Next, the complaint vh-4000 hemopro2 tool handle was opened to determine the cause of the break in the device's electrical circuit. After opening the handle, the toggle was removed from the handle to expose the switch inside the handle. The two wires from the bulkhead connector that are normally welded to the normally open (n.o.) Switch terminal were found to be disconnected and not in contact with the n.o. Switch terminal. Examination of the normally open (n.o.) Switch terminal showed an impression on the switch terminal of where the two wire had been but there was no evidence on the switch terminal indicating that the wires had melted and fused (welded) into the metal of the switch terminal. Examination of the two wires from the bulkhead connector did not show any signs of melting which is what would have been expected from the welding process. Based on the visual evidence, the two wires from the bulkhead connector were disconnected from the normally open (n.o.) Switch terminal due to an incomplete welding process between the two materials. Based on the returned condition of the device, the investigation results, and the engineer evaluation, the reported failure "electrical /electronic property problem" was confirmed. The lot # 25161337 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.